Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/28/2024, a sales representative via (B)(4) reported that an ar-9625 3.0 mm hex driver tip broke inside the patient. The patient is stable, but the remaining piece was not retrieved. This occurred during use. Additional information was received on 07/11/2024: there was no case delay reported. This was discovered during a fracture reverse procedure on (B)(6) 2024. The case was completed "as planned". There is no revision surgery planned to remove the broken fragment. The patient has not experienced adverse effects due to the issue.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9625, 3.0 mm hex driver serial/batch number (B)(6) was received for investigation. Upon visual inspection, it was determined that the hex tip had broken off and was twisted. The device's measurements were taken in accordance with drawing c13888, revision 2. The aol was expected to be 6.00 ± .01, but the results showed 5.87, indicating the driver is shorter due to the breakage. The condition observed is likely due to user error overstressing a device that has naturally and inevitably deteriorated from normal wear or aging. Device manufacturing date 2019.